Event description:
The following has been reported: nurse reported: per nursing report, upon loading the blood tubing that had already been primed w/ saline into the pump- the pump would not recognize the tubing set. A different pump was tried and the same error occurred. Nursing re-primed a new tubing set and that worked in the pump. No sample available no patient harm 06/25/2026 customer reported that no additional information can be provided. A preliminary review of the logs identified the following issue: set not recognized an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a